Event description:
Prior to start of and during the surgical procedure, surgeon (B)(6) and medtronic representative (B)(4) would state that the baclofen catheter had "possible microtears" which warranted the catheter to be sent back to the company for evaluation.